Event description:
It was reported that during a routine follow up visit, it was noted that the diagnostic data collected since the last session was displaying as invalid. This was determined to be caused by a 'flipped bit.' The device was carefully checked, and appeared to be functioning normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).